Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported as a malfunction because it is unknown whether the results that the reporter was unable to provide meet lfs¿ accuracy criteria, and the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (12/19/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on 12/11/2014 and 12/8/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Correction to incident description: on (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) france alleging that her onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the original customer service representative (csr) documentation. The reporter alleged the issue started at the end of (B)(6) 2014, when the patient received her new verioiq meter. He alleged that ¿since then, she noticed that her results are very high compared to the nurse¿s meter¿. The reporter was unable to provide any results, dates or times. The patient manages her diabetes with insulin (self-adjuster). He denied that the patient made any changes to her usual diabetes management routine as a result of obtaining the alleged inaccurate high readings. No symptoms of an acute diabetes excursion were specified by the reporter. He indicated that around (B)(6) 2014, the patient had visited her doctor and her insulin was increased (22 units) on the advice of a healthcare professional. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure, her test strip vial was not cracked or broken and her test strips had been stored correctly. However, the reporter did not have control solution available with which to test the meter and test strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. The increase in insulin by a healthcare professional correlates with the alleged higher readings the patient obtained with the subject meter.